Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The acp was installed, programmed and tested on the pca is4000 system sk0362 where error 319 was triggered at startup. The acp cfg was aba tested, replaced with a known good gold unit, power cycles the system 12x with no error reported, let it idle for 1 hour in normal mode with no error triggered. The root cause is attributed to the acp.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 26002 was initially occurred and then error 319 was appeared after the customer power cycled the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 319 was pointed at the axes controller platform (acp) 2 in the logs and advised the customer to select "disable boom" and recover it. After that, the error was cleared and the site resumed the procedure. The tse explained they would need to move the patient side cart (psc) with manual mode for rollout. Later, another customer called back to clarify the detail of this error and how to troubleshoot after this procedure. The tse explained the system condition and advised the customer to perform a hard power cycle with emergency power off (epo) after roll out manually. The customer stated that the following procedure would need to rotate the orienting platform (op). The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was not resolved during the procedure. They disabled the boom and completed the procedure using the same dv system.

Manufacturer narrative:
The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.